Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-06004. Follow up identified the patient underwent surgical intervention, high impedance was confirmed during intraoperative testing. The physician explanted and replaced the patient's lead and extension. The patient reported receiving effective stimulation therapy coverage of his pain area post-operatively. Analysis found a device issue with the extension which could have contributed to the event. The extension has been added to the report as device 2.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of issues with his scs stimulation shutting off with movement. A sjm representative met with the patient and a system diagnostics revealed invalid lead impedance on multiple contacts. Surgical intervention may be taken to address the issue.